Event description:
Bostons scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, for what appeared to be oversensing of sinus tachycardia during physical activity. Boston scientific technical services reviewed data, confirming oversensing during heart rate elevation. Vector optimization was communicated as well as a recommendation for software update. No adverse patient effects were reported. To date, the device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
UDI = (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that a subsequent shock was received and further system programming would be reviewed. Technical services reviewed data and confirmed a programming change would benefit system performance. No resulting adverse patient effects were reported and to date, no surgical intervention required.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, for what appeared to be oversensing of sinus tachycardia during physical activity. Boston scientific technical services reviewed data, confirming oversensing during heart rate elevation. Vector optimization was communicated as well as a recommendation for software update. No adverse patient effects were reported. To date, the device remains implanted and in service. Boston scientific received additional information that a subsequent shock was received and further system programming would be reviewed. Technical services reviewed data and confirmed a programming change would benefit system performance. No resulting adverse patient effects were reported and to date, no surgical intervention required. Subsequently, the device was explanted and returned for analysis. Replacement was reported with another boston scientific sicd with smartpass oversensing mitigation features.